Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer received low sensor scan results and experienced symptoms described dizziness, weakness and was unable to self-treat. The customer had contact with a healthcare professional who, upon their arrival, obtained a reading of 350 mg/dl on a hcp meter compared to a sensor scan result of 82 mg/dl and provided unspecified treatment for the diagnosis of hyperglycemia. The reported readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.